Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of an atrial signal on the left ventricular (lv) lead. This resulted in the inhibition of the lv pace. Technical services (ts) provided troubleshooting options and recommended to have an x ray revision of the lead. This lead remains in service. No adverse patient effects were reported.